Manufacturer narrative:
A maouet field service technician investigated the unit and found the root cause of the problem was the main heater. A new heater was installed and the device was tested as per factory specifications. The unit passed all tests. This is the final report for this event.

Event description:
(B)(4). The initial report for this complaint was submitted on paper july 30,2015.

Event description:
It was reported that during set up of the device the patient side temperature was not constant and keep on varying. (B)(4).

Manufacturer narrative:
A maquet field service technician will investigated the unit in question. A supplemental medwatch will be submitted if additional information becomes available.